Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device was implanted 2 years ago and now has an estimated 4.5 years remaining. Technical services (ts) discussed that the right ventricular (rv) threshold and the rv output have been at auto 3.5 volts for 4 months after implant. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device was implanted 2 years ago and now has an estimated 4.5 years remaining. Technical services (ts) discussed that the right ventricular (rv) threshold and the rv output have been at auto 3.5 volts since 4 months after implant. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. This device remains in service and implanted. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.